Event description:
It was reported that the customer's insulin pump flashes on and off even after numerous battery changes. It was also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose level at the time 210mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded act and down button response keypad traces. No unexpected flashing on and off was noted during testing. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners.